Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, testing was on the pacing system analyzer (psa) and yielded normal measurements; however, when the ra lead was connected to the implantable cardioverter defibrillator (ICD), the pacing impedance measurements were above 3,000 ohms. The ra lead was disconnected and then reconnected to the ICD, but the same high out of range pacing impedance measurements were observed. The ra lead was explanted and successfully replaced. It was also noted that it was difficult to release the helix during the procedure. No adverse patient effects were reported. The ICD remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed inspection of the lead's terminal pin revealed that there were two setscrew marks indented into the pin; however, these marks were at the very end of the pin and appear as though only half the setscrew had made contact. This indicates that the lead¿s terminal pin was not fully inserted into the connector block when the setscrew was engaged. Under-insertion of the lead would have resulted in poor/intermittent contact between the device leaf spring and the anode ring of the lead, causing out of range pacing impedance measurements. Laboratory analysis was able to confirm that the out of range pacing impedance measurements were due to the lead being under-inserted in the device connector block.